Manufacturer narrative:
Additional information was received on 10/10/2016 from the reporter, indicating that there was no power issue with the pump. The reporter clarified that that pump's display screen was blank. The complaint of a blank display was reported under report #: 2531779-2016-27250. Please reference report #: 2531779-2016-27250 for information related to this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power issue with the device. There was no indication as to whether or not the device was damaged. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.